Manufacturer narrative:
Correction: h6 (device code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime, imf codes, removed no code for "buried penis secondary to edema"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6, ime e2402: buried penis secondary to edema, grossly abnormal hydrocele, fibrous pseudotumor, seminiferous tubules with atrophic changes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh migration, pain, infection, recurrence, inflammation, adhesions, seroma, fibrosis, necrosis, foreign body reaction, granuloma, abscess, allergic reaction, bleeding, anxiety, depression, ptsd, inability to perform daily activities, poorly healing wound, buried penis secondary to edema, significant purulence, grossly abnormal hydrocele, fibrous pseudotumor, seminiferous tubules with atrophic changes, weak skin tissue, skin easily tore with light manual tension, vascular congestion, and nonviable tissue at base or scrotum. Post-operative patient treatment included revision surgery, partial removal of mesh, diagnostic laparoscopy, partial omentectomy, incision drainage, extensive debridement, and medication.